Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation, however a picture was provided. Visual evaluation of the picture showed a used, stretched catheter without packaging. Although the used sample appeared stretched and damaged, it does not appear to be the result of any manufacturing/packaging process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation, however a picture was provided. Visual evaluation of the picture showed a used, stretched catheter without packaging. Although the used sample appeared stretched and damaged, it does not appear to be the result of any manufacturing/packaging process. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed. Correction: h6: investigation findings code was missed on previous follow-up report. This code has been entered on this report.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: fx epidural catheter possible shearing. On june 5th, the doctor believes he had catheter shearing, but nothing was found on scan of patient. During the procedure, the doctor felt no resistance, so he removed the catheter. No injury reported.